Event description:
It was reported that a cartridge alarm occurred. There was no information regarding any adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.